Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 591 mg/dl. Patient's current blood glucose value: unknown. Customer was advised to visit emergency room. The customer experienced symptoms such nausea, indigestion and thirst. The customer was treated with manual injection. The device is not expected to be returned for analysis.